Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the left and right plunger cases were cracked. The top and bottom cases were also damaged. Functional testing found the reported problem was duplicated. The root cause of the reported issue was found to be normal wear, as the parts were over 10 years old. This MDR was generated under protocol(B)(4). (UDI) is unknown. No information has been provided to date.